Event description:
Analysis of the returned device found that the coil delivery wire was broken. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned loaded into the introducer sheath and was removed from the introducer sheath by withdrawing due to resistance encountered. Visual and microscopic inspection of the returned device found that the delivery wire was broken approximately 10cm from the proximal end with the hypotube. The break in the delivery wire was also examined where the hypotube and polyimide wire were confirmed to be broken. The proximal contact, the main coil and the main junction were kinked most likely caused by the handling of the device. However, review and analysis of available information and investigation results failed to identify a definitive root cause for the observed coil delivery wire break.